Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was intubated and the device had cuff inflation/deflation issue. It was reported that device lose its cuff pressure and noticed air leaks few hours after intubation, and appeared to be a defect in the pilot balloon. The patient required re-intubation.